Event description:
The customer reports that during a endoscopy case, the system shut down completely. The technician restarted the system and was able to complete the case with system. The technician also reported that left monitor is darker than right monitor. No patient injuries were reported.

Manufacturer narrative:
(B)(4). The ge service rep was unable to duplicate the problem. He found an ac power cord plug that had loose hot and neutral connections. He tightened the power cord plug connections, found workstation 5 vdc power supply at 4.77 vdc, adjusted to 5.1 vdc, adjusted left monitor brightness level, and matches the right monitor. He verified proper operation. The system operates as intended.